Event description:
The complainant reported that a patient on impella 5.5 support was bronched twice due to bleeding from the endotracheal tube. As a result, anticoagulation was withheld. On day six of impella support, the patient was bradycardic and then hypotensive with maps in low 40s. Cardiopulmonary resuscitation was initiated and return of spontaneous circulation was achieved after approximately five minutes. The physician feels that this is not impella related but ultimately caused by a very weak heart on presser which is making the heart extra irritable. Additionally, the patient had a bronchoscopy, and the lungs were found to have clots. The patient received inhaled tissue plasminogen activator. The patient hemodynamics worsened and the expired-on support.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Manufacturer narrative:
No product was returned for investigation. The cause of the hypotension was not determined due to insufficient clinical details. The root cause of the bradycardia/thrombosis was unable to be determined due to insufficient clinical details. The cause of the bleeding is determined to be patient condition because the device passed all post sterile inspection checks.